Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
It was reported that a large sum of the customers 8015 pcu have failed (B)(6) rf network cards. Numerous devices showing ¿network comm error¿ upon power on, and or disabled network prior to our upgrade.